Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; the catalog number and serial number were unknown. PMA/510(k) number was unknown the manufacturing location was unknown. The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure for a femoral shaft fracture, it was observed that the trauma recon system (trs) handpiece device was being used for a dfn (distal femoral nail) long nail system and was not working. The surgeon then took the power module out of the hand piece and confirmed that the power module had ran. According to the reporter, the surgeon then decided not to apply the medullary-cavity reaming and instead used the trs hand piece manually to complete the surgery. There was a five minute delay to the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the date returned to manufacturer was documented as may 12, 2017 on the previous report. It has been updated as may 26, 2017. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). During subsequent follow-up, the device name and catalog number were obtained. Therefore, the common device name, product code, 510k number, manufacturing facility and date of manufacture are now available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.